Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 500cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative right-sided implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient provided both lot numbers 6926758 and 6914099, however, it is unknown which lot number belongs to the impacted side. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 24-jun-2020, mentor completed the manufacturing record evaluation (mre) for the provided lot numbers. A manufacturing record evaluation (mre) was performed for the finished device number 6926758, and no non-conformance's related to the reported complaint were identified. As per the mre, manufacturing date 21-apr-2015 and expiration date 18-apr-2019 were added. A manufacturing record evaluation (mre) was performed for the finished device number 6914099 , and no non-conformances were identified. As per the mre, manufacturing date 17-mar-2015 and expiration date 16-mar-2019 were added. After secondary review of the file, it was discovered that the patient reported the devices were implanted seven years ago, however, a discrepancy with the device manufacture date has been identified. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4).